Event description:
This event is being reported to the FDA as a part of proactive quality plan undertaken by transmedics inc. The reportable malfunctions under this quality plan represent <0.2% of all ocs transplants. The donor liver was instrumented on the system and was perfused for about an hour when a sudden drop in pump flow occurred. Troubleshooting attempts including system reset were performed but pump flow did not improve. Due to this issue the organ was removed from the ocs and preserved on cold storage. However, the organ was declined by accepting site and it was returned to the organ procurement organization. The perfusion module was returned to transmedics. Transmedics' investigation showed that the cause of the reported condition was a manufacturing issue the pump's pusher plate was decoupled from the ball nut due to a lack of loctite on the nut. The lack of loctite combined with the repeated back and forth spinning of the ball nut allowed for the set screws to wear down to the point that they were no longer engaging the threads properly. Please note this report is being submitted as a follow up report on 3003152463-2024-00004. The initial report was inadvertently submitted with incorrect 'event description' therefore this follow report corrects that error.

Manufacturer narrative:
This MDR is being reported to the FDA as a follow up on 3003152463-2024-00004. The initial report was inadvertently submitted with incorrect device description. This report corrects that error and provides the most accurate information regarding the malfunction.